Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 57035be00, which contains the same bulk material as lot 57035be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 57035be01 was identified.

Event description:
The customer reported false non-reactive architect syphilis tp and provided the following data: abbott result was 0.92 s/co, non-reactive (<1.0 is non-reactive) the autobio/trust platform generated a result of 10.0 s/co, (reactive) tppa was reactive. On (B)(6) 2024, the tppa and autobio/trust tests were repeated. Tppa was positive at 1:80, and autobio/trust was negative at 1:1 to 1:32. Patient information: the patient, a 70-year-old male, was admitted to the hospital with neck pain and fever. He denied any history of a previous syphilis infection. The customer reported that they feel the abbott result was incorrect and did not report the abbott results. Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08d06-74 and there is a similar product distributed in the us, list number similar us ln 8d06-31 / 41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive architect syphilis tp and provided the following data: abbott result was 0.92 s/co, non-reactive (<1.0 is non-reactive) the autobio/trust platform generated a result of 10.0 s/co, (reactive) tppa was reactive. On april 1, 2024, the tppa and autobio/trust tests were repeated. Tppa was positive at 1:80, and autobio/trust was negative at 1:1 to 1:32. Patient information: the patient, a 70-year-old male, was admitted to the hospital with neck pain and fever. He denied any history of a previous syphilis infection. The customer reported that they feel the abbott result was incorrect and did not report the abbott results. Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.